Event description:
When surgeon went to remove the catheter, it stretched during removal and subsequently the soaker segment broke off in the patient. Patient has complained of some blood in the catheter during infusion. Surgeon is concerned about possible infection and damage to implant, but prefers not to remove it at this time. Will discuss with the patient and follow the patient closely. If any complications noted will remove.